Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a computerized tomography (CT) showed the patient experienced perforation and pericardial effusion. High thresholds were noted on the right ventricular (rv) lead which was re-positioned and remains in use. No further patient complications have been reported as a result of this event.